Manufacturer narrative:
Per medical review - this complaint file states that the lens "flipped upside down during insertion". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling either. The patient developed corneal edema postoperatively, but it cleared by the six-day visit. There is no report of increased iop or reduced ecd. The haptic foot was very likely severed during explantation. A review of the device history record was performed and nothing was found in the manufacturing and packaging processes that could be identified as the cause of this complaint. The cause of the lens to not unfold correctly, is possibly due to improper loading or handling practices in the operating room. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a possible cause of the event may be due to improper loading or handling practices in the operating room. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the lens flipped and went into the eye upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. At the patient's six day post-op, the corneal edema was resolved and the visual acuity was 20/20.

Manufacturer narrative:
(B)(4) - corneal edema; unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).